Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the cause of the event is likely due to mishandling. However, the root cause of the reported event is unable to be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation. Upon inspection and testing of the device, the reported issue was confirmed. It was determined that, the binding section was pierce, cut or scratched/rubber was peeling, and lastly, the insertion tube had physical stress, and bite or dent marks. The investigation is ongoing and a follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, that the rubber on the distal tip of the rhino-laryngo fiber scope is coming off. There were no reports of patient harm associated with this event.